Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device. The se replaced the graphic user interface (gui) liquid crystal display (lcd) and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during set up an 840 ventilator had erratic display. There was no patient involvement.